Event description:
Unomedical reference number (B)(4). Event occurred in (B)(6). The patient reported that the infusion set's tubing was came off from the connector on (B)(6) 2023. The issue occurred with two similar type of infusion sets used for 12-48 hours for both the events. The blood glucose level of the patient ranged between 200-250 mg/dl at the time of the event. Further, the patient replaced the infusion set and insulin was resumed successfully. No further information was available.